Event description:
Patient had PICC line inserted-securing device stat-lok had not been changed since the line was inserted approximately 4 months ago, but should have been changed weekly. Parents say they did not know about any routine mantainence of the line- not sure if they flushed line or provided other line care needed as they say not informed of care needs. Line broke during removal as line no longer needed for therapy, but was retrieved by angio md with small superficial cutdown at site. No complications or prolonged stay.